Event description:
It was reported that during processing, the wires from the fenestrated bipolar forceps were identified to be frayed. The instrument reportedly was not used on a patient after the reported issue was identified. The initial reporter did not report any patient harm or fragments falling into a patient as a result of the reported issue.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The instrument was returned and evaluated. Engineering confirmed that the instrument's grip cable was frayed at the distal idler pulley and the frayed strands were sticking out at the instrument's wrist. The other cables at the instrument's wrist were not damaged. Electrical continuity tests were performed and passed. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.